Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient presented in clinic. Device interrogation revealed that the right ventricular lead had low impedance. Right ventricular lead was capped and replaced on (B)(6) 2019. Patient was discharged.

Manufacturer narrative:
The reported event was confirmed. As received, only the connector lead was returned in one piece. An external insulation breaching the optim sheath was noted in two locations, 31.7 and 33.0 cm from the distal end. Also, the lead insulation was noted cut at 33.7 cm from the distal end. The reported event was isolated to one right ventricular etfe cable coating abraded and separated due to friction to lead-to-can.

Event description:
New information received noted that the capped right ventricular lead had an insulation anomaly. The patient had failed defibrillation threshold (dft) testing. Therefore, the patient underwent an explant procedure on (B)(6) 2020. The capped right ventricular lead was explanted. A new right ventricular lead was placed. The patient was stable post procedure.

Manufacturer narrative:
The reported field event was confirmed in the laboratory. As received, only the connector lead was returned in one piece. An external insulation abrasion breaching the optim sheath was noted at 6.4 cm to 7.2 cm from the connector pin consistent with friction to device can. The silicone insulation was not breached in this region. An external insulation abrasion breaching the optim sheath was noted at 7.4 cm to 11.8 cm from the connector pin consistent with friction to device can. In this region, the rv cable lumen was also abraded at 9.0 cm to 10.9 cm from the connector pin. One rv etfe cable coating was noted abraded and separated while the other cable was intact. The reported event was isolated to one right ventricular etfe cable coating abraded and separated due to friction to lead-to-can.